Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that she was later told the event details by the group of people she was with at the time. She was sitting and was unresponsive. Emergency medical technicians (emts) were called; they checked her bg which was 29 mg/dl. She stated, however, that her cgm never read below 74 mg/dl, with a flat trend arrow. Glucose was administered by the emts, and the emts requested the patient go to the hospital, but she declined. She was feeling normal at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.